Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the patient has unrelated medical condition that the doctor believes might be causing this issue. It was also stated that patient is still getting pain relief at this time. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for spinal pain. It was reported that the patient asked for a reprogramming session as she felt that her implantable neurostimulator (ins) was not giving adequate coverage. An impedance check was performed, and it was discovered that shortages were across the leads. The patient reported that she ¿threw her back out¿ while trying to put on compression thigh highs and noticed that since then, her coverage changed. The rep reprogrammed the ins and sent the patient home to test the stimulation. A follow-up appointment was scheduled for (B)(6) 2020 to recheck the impedances. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.